Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functional testing found that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 218 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system indicated that there were abnormalities in firing the returned reload, particularly during the last close key press. Additionally, there were abnormalities during the subsequent retraction movements. It was reported that the device was difficult to retract knife blade, difficult to straighten and instrument locked on tissue. The reported issues was confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigtrsb45amt, sigtrsb45amt 45mm med thk reinforced rel (lot# n4e2099y) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)) sigpshell, sig power sigpshell control shell (lot# n4d2187y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a sleeve gastrectomy, on the third firing, the reload fired but would not retract. A general reload error screen displayed on the powered handle. Troubleshooting performed were a full power handle reset, the same error message displayed. The user swapped out the shell and got a new power handle and attached to the adapter and was still showing the same error message. The user disconnected the red power handle and used a manual retraction tool in the center hole. The surgeon turned the retraction roll anti clockwise, then turned clockwise and then there was an audible snap sound from the reload. Then the doctor tried to straighten the reload but placing the manual retraction tool in the square hole. The reload was articulated right, however the reload was upside down during firing and this was a normal practice. Then the reload disconnected from the adapter. The user tried to connect to a new adapter unsuccessfully. The surgeon then decided to staple proximally to the jammed reload and continued to do so for the remainder of the procedure of four more firings. These were performed with a different power handpiece, new shell and new adapter. The doctor removed the reload and redundant stomach that was still jammed in the reload via left lateral port site. It was noted that the articulation joint was physically broken. The procedure was extended by 30 minutes. It was noted that a 40 french bougie was used during the procedure. The surgeon was able to re-staple proximal to the initial clamped reload to complete the sleeve gastrectomy. The doctor used fibrin sealants routinely over the staple line and this was done during the case as per normal.